Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the caster on the wheel is not hitting the floor when it is open. The dealer states when you close it the caster hits the ground.